Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 520 mg/dl at the time of incident. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did experiences symptom related to the high blood glucose like tiredness. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer treated for high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.